Event description:
It was reported that when using the bd pyxis¿ es server, two patient was not showing up as "preadmitted " status on pyxis server es and user unable to issue med under patient profile. Users need to create temporary profile for the patient on order to remove medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up with an admitted status. A technical support specialist (tss) reviewed the sample patients provided by the customer and confirmed that all affected patients were still appearing in the preadmit status on the pyxis server. The tss noted that this condition indicated that the facility¿s admission, discharge, and transfer team had not sent the required health level seven a01 admit messages to the pyxis server. The tss observed that patients appeared only when filtered under preadmit and not under admit, which further confirmed that the a01 admit message was missing. The tss advised the customer to follow up with the admission, discharge, and transfer or interface team to ensure that the appropriate health level seven messages were transmitted. The customer later verified that the issue had been resolved. The system functioned after the technical support specialist troubleshoot the device.